Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the hospital after receiving defibrillation and anti-tachycardia pacing (atp) therapy. Inpatient evaluation noted the atp accelerated the arrhythmia and review of the episodes confirmed all delivered therapy was inappropriate due to noise and oversensing. Additionally, loss of right ventricular (rv) and left ventricular (lv) capture was observed on the presenting electrogram and out-of-range shocking impedance was noted with out-of-range rv and lv pacing impedance measurements. X-rays were not definitive for lead fractures; however, there were two areas of interest in the first rib, clavicle area and the leads appeared to be in close proximity to one another. The leads also were noted to have acute angles where they exit the device header. The clinician who reviewed the original xray from implant felt the cardiac resynchronization therapy defibrillator (crt-d) may have migrated slightly. Therapy was programmed off in favor of an existing pacemaker. System extraction may occur with consideration of a replacement crt-d if the patient's cardiomyopathy worsens. The clinical observations were communicated to this patient's following physician. The system remains implanted and no additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.